Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after the impella cp was inserted and started, there was an alarm saying preventing retrograde flow- preventing pump to start. The pump was unplugged and replugged- which did not work. Aic was restarted and pump unplugged again and re-plugged and the pump restarted, waveforms separated, however not suctioning. After adjusting left ventricle signal, the pump began to run normally, with waveforms. The procedure was successfully completed and the impella was weaned and explanted.